Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The immediate load can cause micro movements of the implant, leading to the formation of conjunctive tissue around the implant, which hinders the direct contact between bone and implant.

Event description:
(B)(4) ¿ the dentist reported that 11 months and 11 days after the dental implant was installed in intraoral region 5#, its non- osseointegration was observed. Moreover, 45n.cm of primary stability was achieved, the patient presented bone type IV, immediate implant was performed and immediate load procedure was done.